Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/16/2017. (B)(4). To date, the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date, a supplemental medwatch will be sent. Product code and lot number of surgicel used? Where exactly was the surgicel used? What was the index surgical procedure? And on what date? Where exactly was the surgicel used? Was the surgicel left in place? Was excess surgicel removed? Was there any medical intervention performed? If yes, how was the patient treated? What is the patient¿s current status?

Event description:
It was reported in a journal article that the patient underwent a right upper lobectomy with lymphadenectomy on unknown date and unknown absorbable hemostat was used. One year later, during outpatient thoracic surgery monitoring, thoracic CT evidenced a low right paratracheal lymph node with the suspicion of pulmonary neoplasm recurrence and diagnosed by endobronchial ultrasound-guided transbronchial needle aspiration. The lymphadenopathy cytology showed a non-necrotizing granulomatous reaction secondary to amorphous fragments of an acellular material that were birefringent under polarized light, compatible with absorbable hemostat. The culture and polymerase chain reaction testing for mycobacterium tuberculosis were negative. At six months of follow-up, no significant changes in the lymph node were observed. Additional information has been requested.